Event description:
Brown particles observed to be adhered to the inside, bottom surface of a glass, sterile, empty, evacuated container after drug product transferred to container. Was not utilized for a pt.